Event description:
The manufacturer was informed that a ds2adv auto CPAP device had been displaying an error message for three days: "there may be a problem with your humidifier; therapy will run without humidification." Troubleshooting steps were conducted, but the device continued to show a "service required" message, the touchscreen was unresponsive, and when the patient attempted to stop the airflow using the button, the flow persisted, and the button failed to function. The patient confirmed that they did not use an ozone or uv cleaner on the device. As the device was still within warranty, a replacement was requested. The device was returned for further investigation. The customer's complaint could not be replicated. During the evaluation, error codes e-203 (e203: err_rtos_no_message_available), e-7 (e007: err_software), and e-19 (e019: err_wdog_timeout) were noted. Additional issues found included a burned pca, contamination of the iso port, outlet seal, and heated plate, a scratched display, and a missing pollen filter. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.